Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Healthcare professional reported "persistent pain in breasts, more on the right and "extracapsular right breast implant rupture" diagnosed by ultrasound. Ultrasound also showed "multiple areas of extracapsular silicone with snowstorm appearance in the outer right breast. Silicone within the right axillary lymph nodes with snowstorm appearance are also noted". The device remains implanted.